Event description:
During a stroke case, the physician was advancing the catheter up over the aortic arch when the black portion of the catheter came apart from the purple portion, leaving an 8 cm portion in the aorta. Physician acted quickly to get a snare up. The piece of catheter was snared and removed. Fortunately, the patient did not sustain any harm. Per hospital, the rep will arrange for analysis of the product.